Event description:
Pt was admitted to the hospital for removal and replacement of bilateral breast implants secondardy to encapsulation, pain, hardening, rupture right breast implant and calcification surrounding the implants. Pt requested possession of her surgically removed breast implants. During surgery, it was noted that the pt had bilaterial subcutaneous nodes in the 1200 position. Also noted was the right side capsule was very calcified, eroded and had evidence of a long-standing rupture. Upon opening the capsule, there was free flux of gel and a large rent in the seam around the implant. A posterior dacron patch basically covered the entire aspect of the posterior aspect of the breast implant.